Manufacturer narrative:
The customer indicated they have a proactive procedure to verify unexpected results prior to reporting results outside the laboratory. The laboratory has an accutni patient sample repeat analysis procedure which includes repeating all accutni samples greater than 0.5ng/ml, except for results verified and confirmed by laboratory's delta check system. The unit is currently performing within qc specifications upon contact with the customer. No additional data was provided for this event.

Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) msp (marketing survey program). The customer indicated some occurrences of non-reproducible false positive accutni results. However, the actual patient results were not supplied. There was no report of death, injury or change to patient treatment attributed to or connected with this event.